Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a stone extraction procedure, inflation difficulties and a balloon rupture occurred. The stone was located in the common bile duct (cbd). The extractor rx 9mm x 12mm retrieval balloon was advanced to the ampulla. Upon attempting to inflate the balloon, the physician noted that the balloon was flattened and was unable to be inflated. The device was removed and, upon inspection, it was noted that the balloon had "popped". Another manufacturer's device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "stable".